Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. If in your possession, may we have a copy of your operative report? Does ethicon have your permission to contact your surgeon, in the event ethicon would like to contact your surgeon for more clinical information to be used for a product quality complaint investigation?

Event description:
It was reported by the patient that they underwent a gynecological procedure on (B)(6) 2017 and mesh was implanted. Less than a week after the procedure, the patient started having pain and continued incontinence. The patient returned to her doctor, was referred to a specialist but didn't receive the expected care. The patient continued to encounter pain, incontinence and started having inflammation. On (B)(6) 2018, the patient had the device removed, required an abdominal incision, the device had shifted sideways and the patient required a skin graft to replace damaged tissue. Additional information has been requested.